Event description:
It was reported that a signal loss occurred.  Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g3: date received by manufacturer - additional h2: additional information/correction h6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.